Event description:
The user facility reported a 59 year old male patient on a impella 5.5 support for heart failure. While patient was being transported, the automated impella controller (aic) had an impella battery low alarm occur after only 30 minutes unplugged. Alarm condition resolved after plugging device into outlet on bed. No further alarms reported. There was no patient harm.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.